Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure t.w. Power supply switched off during the middle of the case. The power setting was 2.5 and was adjusted to 3 after the initial issue. There were attempts to change out the cord, attachment, and power supply. There was still no power after changing out the cord and attachment. After changing out power supply case was able to be completed. There was a procedural delay in troubleshooting the issue. There was no effect on the patient.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 06/03/2022. An investigation was conducted on 06/20/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The power supply was observed to be intact, with no visual defects observed. An electrical evaluation was conducted. An electrical evaluation was conducted. A reference power cord was attached to the power supply and the device was switched on. No green light was observed to indicate that there was power to the device. No other electrical testing was done due to no electrical power to the device. Based on the returned condition of the device, the reported failure "failure to deliver energy" was confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device serial # conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.